Event description:
During an incident in 2000 involving a male patient in cardiac arrest, this defibrillator was turned on and they got an "attach electrodes" message about 3 times. They powered the unit off and then on and it analyzed as no shock advised and "CPR?" Was displayed. An als crew arrived and used their unit to deliver 3 shocks saying their unit showed vfib. The patient was transported to a hospital where he was pronounced.

Manufacturer narrative:
The returned defibrillator was tested and proper operation was verified. This testing verified the unit's rhythm detection circuit and ability to treat a rhythm. The battery, patient cable and electrode pads used at the scene were not returned for evaluation. The "attach electrodes" message prompts at the start of operation if electrical contact has not been made with the patient. The hs911 directions for use (dfu) explain this prompt and what to do should it be experienced. Data will not record to a mcm or to the unit's internal memory until electrical contact has been made with the pt. So, as expected, the incident report obtained from the unit's internal memory and the incident report returned by the customer does not include "attach electrodes" prompts as reported. It does document 7 "no shock indicated" analysis segments and the unit was turned off 1 minute later after a one minute CPR break. A clinical investigator reviewed the rhythm strip and determined the device functioned according to its algorithm. The customer was sent a letter explaining our evaluation.